Event description:
It was reported that customer experienced cgm error and could not continue sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance from support, error did not reappear, and customer successfully started sensor session.